Event description:
The customer was unresponsive and an ambulance was called. Family member checked pt's blood glucsoe and the device read 166 mg/dl. The emts meter read 12 mg/dl. The paramedics gave pt an unk shot. They also ate a peanut butter and jelly sandwich and candy. Controls were not used on the system. The device was replaced and requested to be returned for evaluations.